Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The caller was a medical device representative. They inquired about bone growth stimulator compatibility as they were not aware of any contraindications with implantable neurostimulators (inss). They were trying to fit a patient for a device. When it was placed on the patient's lumbar region, the patient reported they experienced electric shock and it was painful as if the ins was being stimulated. The caller did not provide any further details when asked, they hung up and refused to give any further information. No further complications were reported or anticipated.